Event description:
It was reported that a spectrum iq pump flow rate kept bouncing up and down and did not infuse during heparin therapy in the intensive care unit. The expected and actual infusion time, volume and flow rate were when biomed tested 400ml/hour 150ml volume to be infused with a rate change to 800ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'flow rate kept bouncing up and down, would not infuse' was not verified. Should additional relevant information become available, a supplemental report will be submitted.